Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1201.4 mcg/day) via an implantable infusion pump. It was reported that the patient experienced withdrawal symptoms. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated and no stalls were noted. It was unknown if the issue was resolved; the patient was alive with no injury. No further complications have been reported as a result of this event.